Event description:
It was reported that while preparing for a ptca procedure, the guide wire tip was observed to be damaged when removed from the package. The product was not used on the pt. This incident is being reported based on investigative findings.